Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for one (1) colony forming unit (cfu) of staphylococcus lugdunensis (spreader colony). After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory¿s destructive investigations final report, the device evaluation, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for destructive sampling and culturing which took place between january 6, 2023, and january 25, 2023. Twelve (12) scope points were sampled, and parts of the distal end and elevator mechanism were disassembled to facilitate the extraction process. The internal forceps axis housing had growth of staphylococcus capitis. The results from the destructive sampling did not correlate with the results from the original clinical sample. The high concern organism could not be cultured from the destructive sampling. The results were inconclusive. The device was returned to an olympus for evaluation after destructive sampling and culturing. The cutting forceps wire had burrs. The plastic distal end cover had a missing forceps elevator arm and cover. The plastic distal end body was damaged. The nozzle, bending section cover, and bending section cover glue at the plastic distal end cover body were missing. The scope leak check was unable to be performed due to the missing parts, including a missing hold ring. The plastic distal end cover insulation, guide wire tension test, and catheter test were also unable to be performed due to the missing parts. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. No delays were observed during the end of the endoscopic retrograde cholangiopancreatography (ercp) procedure and the beginning of the reprocessing. Staphylococcus lugdunensis is a bacterium of human origin, a gram-positive coccus, which can be part of the normal skin flora. Staphylococcus lugdunensis is identified as a high concern organism per the olympus protocol, although not explicitly matching the food and drug administration (FDA) definition for the study. Staphylococcus lugdunensis counts among regular colonizer of the intact skin. Though described in literature as being related to general patient infections, the sponsor¿s literature research could not identify staphylococcus lugdunensis as being associated to contamination or patient infection in ercp. The root cause of the issue could not be conclusively specified. Destructive sampling could not confirm any presence of the originally identified high concern organisms. In view of the very limited colony count identified during original sampling and culturing, staphylococcus lugdunensis may not related to the previous patient exam, but most likely be attributable to handling during reprocessing and / or sampling and not results from the previous ercp examination. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Event description:
The olympus clinical trials coordinator reported that the evis exera iii duodenovideoscope tested positive for microbial contamination (staphylococcus lugdunensis). This information was obtained based on the device being, currently, enrolled in an active food and drug administration (FDA) 522 post market surveillance study. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
No device was returned to olympus. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) was dispatched on-site to assess the reprocessing practices at the user facility. The ess completed the observation audit on the device at the facility and no corrective measures were found. The following information was provided based on the ess on-site device evaluation. The aer manufacturer is medivators and the model is dsd edge. Designated personal protection equipment was worn, the sampling area was pre-disinfected using provided disinfectant, all necessary supplies were aseptically placed in the sterile field, there were no defects of the sample collection container and solution, and no one besides the olympus employee entered the sampling area. Also, the distal end was inspected, the correct surfaces of the distal tip was swabbed, the correct areas of the elevator recess were brushed and flushed (as was the instrument channel), and no visible debris was observed. There were no significant deviations regarding the aseptic or sterile technique during sampling that could have contaminated the sample, all correct sterile components and materials were used; the sampling instruments did not touch any non-sterile areas/surfaces, nor did gloved hands make any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after the sampling was completed. A supplemental report will be submitted if any additional information is provided by the user facility.